Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection in occurred above the carotid bifurcation during advancement of 0.014" interventional wire. The physician elected to repair the dissection by converting the procedure to carotid endarterectomy (cea) and placing a patch to repair the vessel.